Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. A week and a half ago the patient noticed a lump ¿the size of pin pong ball,¿ where the incision was in her head and she could not put any pressure. The patient went to the ER 6 days prior and they sent her home. 3 days prior she started feeling electric shocking pain right at the base of her skull. The patient turned therapy off, and with the machine off the patient still felt shocking. The patient had 5 to 10 shocks at the base of her head every hour. The wire that went up her neck did not feel it was in the right spot. She had not falls or trauma, but it was noted that after the shocking started, 2 days prior, she was at the dog park and 3 dogs wiped her out and she went flat. She went to see her neurologist but was turned away because a manufacturing representative was not present. The patient then had an appointment with a healthcare provider (hcp) in 2 days, but she wanted to be seen sooner. She asked for help to check the device. A manufacturing representative met with the patient 2 days later, on (B)(6) 2014, and she was still getting pain relief, but was complaining of getting a ¿shocking or jolting¿ sensation at the incision site. An impedance check was performed with normal results. They discussed with a doctor the possibility of lead movement or pulling at the anchor site when the patient moved her head. The doctor was going to try and find an original x-ray from implant three years ago and compare to current location. The doctor also discussed removing the system, but the patient wanted to keep the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative was going to meet with the patient tomorrow, (B)(6) 2015. A decision on the possible revision might be made at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative met with the patient. It was confirmed some contacts were out of range and they have programmed around those. The manufacturing representative did not change the program and the patient said her chronic pain had not been as bad lately so she had not sued her stimulator as much. The doctor did not want to do anything else at this time.